Manufacturer narrative:
Replaced of upper part of the apl (adjustable pressure limits) valve to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, manual ventilation was not available due to the apl (adjustable pressure limits) failure. There was no reported patient injury.